Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges " very worried and anguished when I do not know what to do: whether to suspend its use continue using it". "I have been using it responsibly as it was formulated for me". "Not using it puts my health at very serious risk due to my apnea but using it could endanger my life". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device at the third-party service center/manufacturer, the device was visually inspected and found no evidence of foam degradation. The device has been scrapped.